Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed replace battery now. The customer's blood glucose level was 100 mg/dl at the time of the incident. The battery life was shortened and the issue was not resolved despite of changing the battery 3 times. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, active current measurement and self test. Insulin pump received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.